Event description:
The user received analyzer alarms and changed the "f1" fuse then rebooted the analyzer without success. The user then attempted to change the "f3" fuse forgetting the power was still on to the analyzer which was against product labeling. When the user attempted to change the "f3" fuse, there was smoke and fire at the fuse holder. The user stated there was not excessive smoke and the fire went out immediately. No one was injured or overcome by the smoke or fumes. The field service representative determined the "f3" fuse holder was burnt and blackened therefore the user could not replace the fuse. He replaced the "f3" fuse holder and fuse cap and checked all the fuses and fuse holders for proper fuse sizes and ratings. To verify the analyzer operator, he powered on the instrument, initialized and performed "begin of day" operations which completed. The analyzer went into operation status.